Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that before use on a patient a renasys go device is not suctioning properly, no alarms, no adequate seal. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include the system set up process or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.